Manufacturer narrative:
Sample is unavailable for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
According to the notice received by way of a civil action complaint, the patient was prescribed and implanted with an option elite vena cava filter on or about (B)(6) 2018 by dr. (B)(6) at (B)(6) medical center in (B)(6). The complaint alleges there was tilt, perforation, and unsuccessful attempted retrieval. The filter was not retrieved, despite a failed attempted retrieval on or about (B)(6) 2018 by dr. (B)(6) at (B)(6) medical center in (B)(6). Argon¿s attorneys are attempting to gather additional information.